Event description:
The customer reported the coulter lh 780 hematology analyzer was generating 'diff pressure upper failed' errors. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the diff mix chamber was not properly draining and was causing 'diff pressure upper failed' errors due to broken pinch valves vl45 and vl48b. The fse replaced vl45 and vl48b resolving the 'diff pressure upper failed' errors. The repairs were verified per established procedures. (B)(4).